Event description:
Per the clinic, the patient experienced swelling and infection at the abutment site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics for 7 days (specific date not reported) followed by combination topical antibiotic and steroid therapy (specific date and duration not reported). However, the issue could not be resolved. The patient underwent abutment change from under general anesthesia on (B)(6) 2026 in order to replace the abutment with a longer one.